Event description:
The customer reported through their distributor, that the unit display did not function. No patient was involved.

Manufacturer narrative:
The device is an automatic external defibrillator. The customer returned the actual device involved for evaluation. Factory service confirmed the reported malfunctioning screen. They found two components; one capacitor and one transistor, on the display driver printed circuit board had heat damage and had failed, causing the malfunction. At the time of this report, factory service awaits a replacement display driver board to complete the repair. There was no patient connected at the time of the display failure.